Manufacturer narrative:
At this time product has not yet been returned as the sensor has been disposed of. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported their mother, the customer, developed bruising and a blood clot while wearing the adc freestyle libre sensor which after the troubleshooting process, was due to the application to a site not approved off label. On (B)(6) 2021, the customer had symptoms of "unawareness" and had a seizure, and was taken to the hospital where the blood clot was removed by an hcp. No further treatment was reported. There was no report of death or permanent injury associated with this event.